Event description:
Technical services received a call on (B)(6) 2011 from sales rep. The rep called in to report the lead dislodged. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).